Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. On (B)(6) 2020, a device thrombus was noted. Per the physician, it was considered non-serious and not relevant. It was further reported that during a routine 1-year follow-up transesophageal echo (tee), a pedunculated, mobile thrombus was noted. The patient did have a device related thrombus noted at their 45-day follow-up echo but it is unknown if this 1-year thrombus finding is a new occurrence.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman laa closure device was implanted. On (B)(6) 2020, a device thrombus was noted. Per the physician, it was considered non-serious and not relevant.